Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a foreign object that came out from the nozzle. In addition to the reportable malfunction, the following were noted: due to damage on switch 1, water tightness was lost; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the adhesive on the bending section cover had a chip and a white-clouded area; the plastic distal end cover, the connecting tube, and the universal cord had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There were no abnormalities reported in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a water supply failure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out from the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to h10: it was unknown if the nozzle was wiped/brushed. This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material was identified as oranic silicone. It is possible the silicone may have been a piece of rubber material used in the endoscope accessories that had chipped off due to deterioration but the origin of the material could not be conclusively determined. Additionally, the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unclear if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected by handling the device in accordance with the following IFU: chapter 3 "preparation and inspection", 3.3 "inspection of the endoscope", and 3.8 "inspection of the endoscopic system". "[Inspection of the endoscope]. 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function]. Inspection of the water feeding function. 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image". Olympus will continue to monitor field performance for this device.